Event description:
It has been reported that the bd luer-lok¿ syringe has been found with a broken plunger rod before use. The following has been provided by the initial reporter: *notivisa* part of the syringe plunger is broken. One parte of plunger is cracked and other part of the plunger is broken.

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was returned from the customer for investigation. The sample was visually examined using unaided vision and it was observed that one (1) of the plunger rod ribs has a crack in it and another of the plunger rod ribs has a piece which has been broken out of it. The portion of plunger rod rib which has broken off was observed to still be in the syringe barrel. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However, there is still the potential for damage due to piece to piece contact or contact with the production equipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd luer-lok¿ syringe has been found with a broken plunger rod before use. The following has been provided by the initial reporter: *notivisa* part of the syringe plunger is broken. One parte of plunger is cracked and other part of the plunger is broken.